Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a sensor signal was not found between the insulin pump and transmitter. Also, the customer reported the calibration was not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-1884 and mmt-5120a. Troubleshooting was partially performed, and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. The pump failed to detect the sensor and is unable to receive the sensor signal, but it was unknown whether the issue was resolved. Troubleshooting was performed for the calibration was not accepted alert, and it was explained to wait before attempting to calibrate again after getting a calibration not accepted alert. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Mmt-5120a was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the cal error/ calibration not accepted issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.